Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing far r-waves. The patient was asymptomatic. There was no reported intervention. Further information was requested but not received.